Event description:
It was reported that during an ablation procedure for an unknown treatment the patient experienced pain. It was noted the patient received a minor skin burn. The patient's condition is good. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event.